Event description:
Patient called in to lifewatch on (B)(6) 2010 and stated that on the 2nd day of wearing the device, she felt some shocks and a burning sensation. Lifewatch sent a replacement device. On (B)(6) 2010 to better understand the initial complaint the patient was contacted to respond to a patient questionnaire. The patient stated that the patches also known as electrodes caused red spots and she also felt a tingling from the electrodes. Patient stated that the patches also known as electrodes caused red spots and she also felt a tingling from the electrodes. Patient stated that lifewatch sent a new device but she continued to use the old one. On (B)(6) 2010, a follow up call was made to the patient at which the patient stated that she felt a tingling like small shock under her left breast. She stated it lasted one month after removing the device.

Manufacturer narrative:
In house testing was performed on (B)(6) 2010 with the device passing all testing. Device will be shipped to the manufacturer for further investigation on (B)(6) 2010. Associated accessory device: act monitor, model# com001, serial # (B)(4).